Event description:
An occlusion alarm was reported by the caller, though cts was unable to verify the alarm number in the pump history. Despite the issue, there was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin administration. There was no additional significant action required as cts received confirmation of the pump serial number, and the case was closed.